Manufacturer narrative:
(B)(4). The customer indicated the device was discarded; therefore, we were unable to evaluate it as part of a comprehensive investigation. The device is designed for one time and once the valve is wetted, the valve will not allow suction when restarted. Additionally, the patency of the concomitant tubing was unknown. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: ¿found pt gurgling and in distress. Attempted to suction patient ¿ suction not working. Acute changes team was called, and then a code was called. During the code a new suction container was retrieved. It still did not work from the wall unit, so used suction equipment in code cart. The pt survived the code, but died the next day. Bronchoscopy was performed which showed aspiration of some gi contents.¿ upon further query the following add¿l info was provided that indicated an adverse event while the device was in use. The customer contact reported the suction device has been in use earlier in the day for this pt, and functioned as expected. It was reported that the suction had been turned off. After an unspecified length of time, the pt was found gurgling and in distress. When attempting to reestablish suction, no suction was obtained. The pt reportedly experienced respiratory arrest and a code was called. Suction was ultimately established using the suction equipment that was on the ¿code cart.¿ though requested, no add¿l info was provided.